Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that during the impella case a controller error alarm was present. Automated impella controller (aic) to aic transfer was performed. Once the impella catheter was disconnected from the aic, the aic was not able to get turned off. A new aic was used and there was no patient harm.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Data review: console logs were consistent with what was reported in the complaint. The aic and rt logs align with a transient loss of optical data. Controller error (opm comm stopped) alarm [event set #1043] was observed in the logs which confirm the reported loss of placement signal and controller error. The logs also reported processsamplingdatafromopticalbench: sentstopacquisitioncmd ack, indicating ossiopsens receive thread gets a data sampling packet with an unexpected length. Real time (rt) logs confirmed that all signals received from optical bench (placement, snr, contrast, lamp, gain) are lastly reported as +16384 values and then no more samples were recorded. Device analysis: the console was tested on an engineering lab bench. The reported issues were unable to be reproduced while running the console with a known good pump and purge cassette kit. There was no issue with the console hardware. Conclusion: the absence of snr samples impacted the console¿s ability to recognize the pump disconnection which resulted in the user not being able to shutdown the console. The root cause of the reported issues was an aic software issue. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B5 updated to include placement signal description. H6 updated.

Event description:
The complainant also reported that during the impella case the placement signal was displayed, however, after less than one minute, the placement signal disappeared.

Manufacturer narrative:
The investigation of automated impella controller (aic) - shutdown or restart issue and aic - controller error (yellow alarm) has been completed. Console logs were consistent with what was reported in the complaint. The console was tested on an engineering lab bench. The reported issues were unable to be reproduced while running the console with a known good pump and purge cassette kit. There was no issue with the console hardware. The root cause of the reported issues was an aic software issue. The root cause of the inability to shutdown was an aic software issue. The "as reported" code associated with the unexpected reboot was not confirmed in the data or device analysis.